Manufacturer narrative:
Initial report sent: 03/10/2009.

Event description:
Procedure type: low anterior resection. According to the reporter: after applying the device it could not be removed from the patient. The bowel was incised for removal of the instrument, and a new instrument of different kind was used to complete the procedure. Surgery time was extended more than thirty minutes. No bleeding was reported. No patient information is available.